Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and damaged usb port was observed. There was no evidence of fire, smoke, electric shock, or explosion. No corrosion was observed. Reader powered on with button, strip, or universal serial bus (usb) cable insertion. The damaged usb port prevented the customer from charging the reader which led to a blank screen when the battery died. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed load test on the usb charger and results were within specification range (4.75v-5.25v). Visual inspection has been performed on the power adapter and no issues were observed. The power adapter voltage was measured to be within specification range (4.75v-5.25v). The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and customer's reported complaint was not observed. An extended investigation was also conducted. A visual inspection on the returned de-cased reader, revealing the presence of a damaged usb port. The returned battery voltage was not within specification range. After replacing the battery with a new unused one, the reader successfully powered on using the button, strip, and usb cable insertion. The reader successfully charged and connected to a pc. Reader built-in test was performed and passed successfully. Power consumption testing was conducted, and the off current was found to be within the specified range. The cable and adapter investigation were conducted once more, and all the tests were successfully completed. The damaged usb port prevented the customer from charging the reader, resulting in a drained battery and failure to power on. The damage appeared to be caused by the customer using a cable that was not manufactured by abbott to charge the device. Thus, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer observed a "small spark" while plugging in their charging cable to their abbott diabetes care device. Customer further reports explosion however, no further details were provided. There was no report of fire, smoke or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer observed a "small spark" while plugging in their charging cable to their abbott diabetes care device. Customer further reports explosion however, no further details were provided. There was no report of fire, smoke or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.